Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and slow to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be intact: no peeling was observed. The intermittent, slow response of the keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and evidence of contamination was found under all of the key contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display with faded lettering.